Event description:
It was reported the device exhibited air in line, wont pump unless set it on its side, and cracking underneath abrasions. Patient involvement is unknown.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, a cracked battery case, damaged dso seal, and a scratched lens. There was no evidence to review in the device's event history log. Functional testing was unable to duplicate the reported problem. The dso seal was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).